Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient received shock therapy for ventricular tachycardia (vt). The clinician believed that the acap confirm search that occurred immediately before the runs of vt caused the arrhythmia. Programming changes were discussed but it is unknown if they were made. The patient condition was unknown.